Manufacturer narrative:
The device was reported as an insulin pump however, the insulin pump was reported on MFR report number 2032227-2016-52311. The correct device for this report is a reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and occlusion. The customer's blood glucose reading was 400 something mg/dl. The customer treated with manual injection. The customer reported no delivery to be resolved by complete set change. The customer also mentioned failed battery test alarm. The insulin pump will not be returned for analysis.